Manufacturer narrative:
The customer reported problem cannot be confirmed. The device was released back to the customer unrepaired. A review of the device history record for sn (B)(6) was performed from 12/10/2007 to 09/17/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200073383 for out of adjustment of the failed barrel size which does not correlate to the customer reported issue.

Event description:
The customer reported a display board issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a display board issue.